Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with qdot micro and varipulse¿ bi-directional catheter and the patient experienced stroke that required surgery. It was reported that the patient had a stroke during post-op. The patient was fine during the case and when waking up from general anesthesia; however, in post-care, the patient was unable to move the right side of her body. A clot was confirmed in the mca (middle cerebral artery) with a CT scan. The patient was taken to surgery for treatment. It was confirmed by a neurologist that the stroke was caused by long standing carotid disease. The qdot and varipulse catheters were used as the ablation catheters.

Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref # (B)(4).